Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The quik-combo defibrillation electrodes used during the event were not provided to physio for evaluation.   Physio downloaded the electronic record from the event and was able to confirm that the device intermittently lost connection with the patient, however, the cause of which could not be conclusively determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently lost connection to the patient during an event and showed dashed lines (---) while in paddles lead ECG. Medical personnel advised that when they arrived on-scene the patient was unresponsive and not breathing.  They started CPR and attached a set of quik-combo defibrillation electrodes with minimal delay.   The reporter advised that medical personnel are trained to charge the device, in order to shock, while doing CPR in order to minimize the delay in therapy.  During the event, medical personnel charged the device, but then manually dumped the energy, multiple times because the patient did not require a shock.  However, following one of the attempts to charge the device, the device dumped the energy by itself.  The reported advised that this appeared to coincide with a loss of impedance (patient connection) which she could see in the electronic patient record from the event. The reporter advised that the crew working the event did not believe that the reported issue effected the outcome of the patient; however, the patient's outcome was not reported.  No further details were provided. Physio-control has made multiple attempts to obtain additional information about both the patient and the event; however, no response has been received.